Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent migration occurred. The moderately tortuous and calcified target lesion was located in the diagonal artery. The lesion was predilated with an unspecified balloon and then a 2.25x16mm promus element stent was deployed in the lesion. It was noted that the promus element stent seemed to have shifted during inflation of the stent delivery balloon. Angiography during deployment showed the proximal marker of the stent very close to the ostium of the diagonal lesion, the intended position; however, following deployment and withdrawal of the stent delivery balloon, angiography showed the proximal portion of the stent to be 1-2mm further down the vessel. Additional intervention was not needed to correct the stent movement and the procedure was completed at this point. No patient complications were reported with the patient's current condition listed as 'stable'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)